Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on an unknown date due to unknown issue and unknown blood glucose level. Auto mode status was unknown. Customer reported battery cap was missing. Insulin pump will not be returned for analysis.